Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/15/2023. An investigation was conducted on 08/24/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The black shaft was observed to be bent at the tip and was peeled at several places. The heater wire and the clear silicone insulation of the jaws were observed to be intact with no visual defects. Based on the returned condition of the device was well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed, however the analyzed failures "material twisted/bent; shaft" and "peeled; shaft" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000313704 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while cutting and sealing branches the metal heater wire bisector tip broke in half. It never separated from the device and was removed from the field intact as one piece. The delay was minimal due to the opening of a new device. A new was opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4) . The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.